Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. Boston scientific technical services reviewed the battery diagnostic data which indicates that the power consumption of this device has recently started to increase. The expected power consumption is about 32uw; however, this device is currently consuming over 79uw and the power consumption is expected to continue to increase. Boston scientific technical services recommended this device be replaced within 90 days and returned for analysis. This device has been explanted and successfully replaced with a new device different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular pacemaker was not included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. F10: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. Boston scientific technical services reviewed the battery diagnostic data which indicates that the power consumption of this device has recently started to increase. The expected power consumption is about 32uw; however, this device is currently consuming over 79uw and the power consumption is expected to continue to increase. Boston scientific technical services recommended this device be replaced within 90 days and returned for analysis. This device has been explanted and successfully replaced with a new device different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular pacemaker was not included in the advisory population.